Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility medical director (md) reported a hemodialysis (hd) patient had one hour fifteen minutes left in treatment when the machine alarmed with a blood leak alert. Blood test strips tested positive for the blood leak. The patient treatment was discontinued immediately and blood was not returned. Upon follow-up, the md stated an internal dialyzer blood leak occurred with one hour and fifteen minutes left of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was not noted to have been visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a bubble point leak test. No leaks were found, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was found at approximately 270°, with the dialysate ports situated at 0°, on the cavity ID end. The fiber fragment measured approximately 5.25 inches in length above the pu was identified. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility medical director (md) reported a hemodialysis (hd) patient had one hour fifteen minutes left in treatment when the machine alarmed with a blood leak alert. Blood test strips tested positive for the blood leak. The patient treatment was discontinued immediately and blood was not returned. Upon follow-up, the md stated an internal dialyzer blood leak occurred with one hour and fifteen minutes left of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was not noted to have been visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.